Manufacturer narrative:
(B)(4). Per the nurse, the sample was not available.

Event description:
A customer contacted baxter's (B)(4) to report becoming disconnected from the homechoice (hc) machine during drain 2 of 5. The home patient (hp) stated the peritoneal dialysis (pd) nurse had the hp reconnect and continue therapy. The drain volume began to increase. The technical service representative (tsr) advised the hp to end therapy. The hp choose to not end therapy and stated she would see her nurse in the morning. (B)(4) contacted the pd nurse regarding the reported separation. The nurse stated the separation took place between the transfer set and the patient catheter adapter. The nurse stated the transfer set became loose and separated from the adapter. The transfer set was placed back on the hp and the hp was given (B)(6). The transfer set was in place for (B)(6) and the initial connection was made by hand. The nurse did not know the lot number of the transfer set involved. Per the nurse, there was no patient injury or any medical intervention as a result of this event. The hp is doing well on therapy.